Event description:
It was reported that after each of three consecutive pt treatments, excess fluid of 0.4, 0.36 and 1.0 liters were removed. No medical intervention was required for any of the three pts.